Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with lingering light sensitivity, overcorrection and mild astigmatism in the left eye 14 days post lasik. Patient complains that left eye is not as good as would like. Topical steroid dosage was increased. Symptoms are reported to be getting better at each visit. The patient was advised that it may take six to eight months to stabilize after treating a high myopic. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.